Event description:
The facility representative reported a flo-gard infusion pump with a broken cable. This condition was found upon power up of the device in the biomedical service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken cable was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be physical damage to the ac power cord. The ac power cord was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.